Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the therapy was working just fine, then one day, the patient went through nine pads and soaked them all the way through. The change was reported as sudden and to have occurred about a week ago from the date the information was received. It was noted the therapy was on and the patient was feeling stimulation in the correct area (i.e. Bicycle seat). The following were reviewed with the patient: appropriate sensory response, that it takes time for the body to respond to the therapy, using the patient programmer to increase/decrease parameters, using a diary to track progression/therapeutic response, and discussing with their healthcare provider (hcp) regarding titrations and if the issue did not resolve. Additional information was received. It was reported that the ins was working all right for 2-3 months then started acting up. It was noted it gradually quit and that it stopped helping the patient about 2 months ago, about a month after it was put in. It was reported it started acting crazy in (B)(6). It was noted the patient went to church on (B)(6) and flooded the seat even though they had on heavy pants and a heavy pad. The patient was using a heavy pad at night and at least 2-3 pads a day. The patient¿s hcp referred the patient to a manufacturer representative and the patient¿s caretaker talked to the manufacturer representative and they adjusted the settings. It was reported the issue was not resolved after working with the manufacturer representative. Additional information was received. The patient and their caregiver were assisted by a manufacturer patient services specialist on using the patient programmer to connect. It was reported stimulation was on program 2 at 3.05v and the patient felt stimulation. It was noted they moved to program 3 at 2.25v and the patient was going to try this setting. It was unclear when the issue first started.